Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device is available for analysis and has not been returned yet. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported, the 135 cm. Palmaz genesis 8.0 x 39 stent mounted on an opta pro stent delivery system (sds) could not be inflated, and contrast agent went into the vessel flow. The physician used another unknown product and the procedure was completed successfully. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion-the 135 cm. Palmaz genesis 8.0 x 39 mm stent mounted on an opta pro stent delivery system (sds) could not be inflated, and contrast agent went into the vessel flow. The physician used another unknown product and the procedure was completed successfully. There has been no additional information provided. The product was not returned for analysis. A device history record (DHR) review of lot 17408159 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon sds leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is unknown what may have contributed to the reported event as very limited information was provided. According to the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.